Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03728/ -03729).

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2008. Legal counsel further reports a revision procedure was performed on december 21, 2012 due to pain, inflammation, dysfunction, loss of range of motion, metal poisoning, metallosis, elevated metal ion levels and lack of mobility. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2008. Legal counsel further reports a revision procedure was performed on (B)(6) 2012 due to pain, inflammation, dysfunction, loss of range of motion, metal poisoning, metallosis, elevated metal ion levels and lack of mobility. Additional information provided in patient medical records indicate that the right hip revision procedure performed on (B)(6) 2012 noted a loose acetabular component and bony defects. Additional information received in patient medical records noted that on (B)(6) 2012 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.